Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the screw driver could not be removed from the set screw of the device. Another device was implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the inability to loosen the a- and v-setscrews to release the a- and v-leads was confirmed. The analysis found the setscrews could not be untightened and had to be removed using special tools. The header material, elasthane, was found in the a- and v-connector block threads, causing the setscrews to become stuck in place and unable to be untightened by the torque wrenches. The elasthane interrupted the metal to metal contact between the setscrew and connector block threads and may have been caused by a manufacturing anomaly. Abbott will continue to monitor and trend this issue and the performance of this product.